Event description:
It was reported that the device delivered inappropriate pacing due to incorrect interpretation of premature ventricular contractions (pvcs). The device delivered appropriate high voltage therapy to resolve the event. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.